Event description:
Breast implant in (B)(6) 2017 then began with unexplained joint and muscle pain, severe migraines, vision and memory loss, and skin issues. Also have had severe breast and nipple and sharp chest pain. Also, severe nausea and food aversions that were not present prior to implants. On (B)(6) 2019 I had my breast implant removal due to the severest pain. Allergan natrelle 68hp saline breast implants removed and pain in breast area, joint and muscles is gone. No migraines and haven't had double vision or vertigo since they have been removed. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. FDA safety report ID # (B)(4).